Manufacturer narrative:
Product ID 8703w, lot # l78426, implanted: (B)(6) 2000, explanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
The health care provider reported an unspecified revision was done in 2010. Additional information has been requested; a follow-up report will be sent if information becomes available to us.